Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: nc trek 3.0x20. Guide wire: bmw; pilot 50. Guide catheter: ebu 3.5 6f. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the absorb gt1 instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a diffuse long lesion located in the left anterior descending (lad) artery. Predilatation was performed using multiple balloons. A 3.0x18mm absorb gt1 scaffold was deployed with 10 bar. Post-dilatation was performed with a 3.0x20 mm nc trek at 22 bar and a dissection occurred which was treated with a 3.0x8mm xience pro x. Another 3.0x23mm xience pro x was placed proximally to cover the side branches. There was no adverse patient sequela. No additional information was provided.